Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath and dilator could not cross the septum during the transseptal puncture. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted and a versacross connect wire was used with it to perform the transseptal puncture, located mid-anterior. The wire was able to cross the septum, but the faradrive sheath and dilator were not. Dilation of the septum puncture was performed with a non-boston scientific 8.5fr sheath, which was able to cross, but the faradrive sheath and dilator still could not advance across the septum. Additional dilation was performed with a non-boston scientific 14fr sheath/dilator, and then again with both non-boston scientific 10fr intracardiac echocardiography (ice) and 6fr coronary sinus (cs) catheter, but the faradrive was still unable to be advanced across the septum. Cannulation of the right superior pulmonary vein (rspv) was attempted with the wire, but it was unable to be cannulated. The faradrive sheath/dilator was replaced with a non-boston scientific sheath, and the procedure was able to be completed afterwards using radiofrequency ablation (rfa). The tip of the sheath/dilator was inspected before use and after the attempts to cross and seemed perfectly normal. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.